Event description:
Complainant alleged that during the incoming inspection of the device, it did not power on. The complainant indicated that there was no patient involvement in the reported malfunction.